Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with injections of reflin (1 gram, frequency and route not reported), tobramycin (40 milligram, daily and route not reported) and heparin (25000 iu (international units), 0.4 milliliter in each bag and route not reported) for peritonitis. The outcome of the peritonitis event was not reported. The action taken with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.